Event description:
The cuff was implanted sometime prior to 10/5/84. On 10/5/84 the pump and balloon were implanted (2nd stage). On 9/17/96 the entire device was removed from the pt and replaced due to fluid loss.